Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention may take place at a later date to address the issue.